Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.